Event description:
Three devices (cev700t5 - qty 3) were returned to mxi service and repair. "Repair request/instruments rusted."

Manufacturer narrative:
Device 2 of 3: cev700t5 (lot: 100901) - manufacturing date: 09/2010. Device 3 of 3: cev700t5 (lot: 091001) - manufacturing date: 10/2009. (B)(6). Evaluation of all three instruments indicated a brown residue at the back of the jaws and two of the jaws were broken. The breakage was most likely due to impact during the use of the reprocessing. The cause of the residue was not evident as multiple causes are possible (external contamination/corrosion of the breakage zone). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).